Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2024.

Event description:
It was reported that during to a stent placement procedure via contralateral access, the stent allegedly deployed prematurely. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure via contralateral access, the stent allegedly deployed prematurely. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in locked condition with unused deployment mechanism, and with partially deployed stent which leads to confirmed result for premature deployment. A process related issue could not be found. In this case no damage was noted during evaluation; a system compatible 6f introducer sheath was used for access. Information about guidewire used, patient condition, and pre dilation was not provided. Based on the investigation of the provided information, the investigation is confirmed for premature deployment. A definite root cause for the reported event could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. Visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.' In regards to access and accessories the instructions for use state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. See ¿materials required¿ section. Insert a guidewire of appropriate length (table 2) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter across the lesion to be stented via the introducer sheath.' H10: d4 (expiry date: 02/2024), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.